Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: when tried to lock the sponge, a part disengaged from the lock. Operating time not extended. No tissue damage and nothing fell into the cavity. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 06/11/2009.